Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. While troubleshooting, an inrush suppressor was installed in the system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, fuses on the imaging system opened. There was no patient present when this issue was identified. No additional information was provided.